Event description:
It was reported that there was oversensing, noise and the right ventricular lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis confirmed the oversensing which appear as short ventricular-ventricular cycle sensed events starting on (B)(6) 2010 through (B)(6) 2010.

Event description:
It was reported that there was oversensing on the right ventricular lead and noise was seen. The x-ray showed damage at the clavicle. The right ventricular lead was fractured and could not be explanted. The rep called in that the lead failed. A new lead was implanted. No patient complications have been reported as a result of this event.